Event description:
It was reported that the customer experienced low blood glucose levels and that the sensor glucose readings were inaccurate. The customer stated that the blood glucose levels would run high at times and would bottom out at 38 mg/dl. She stated that the sensor was not informing her of the drop in blood glucose. She noted that one day in the last month, the blood glucose reading was 41 mg/dl, compared with the sensor glucose readings in the 70 mg/dl range. She advised that her low blood glucose levels were not a result of a device malfunction but that was just the way her blood glucose level fluctuate. She also mentioned that the insulin pump alarmed calibration errors and that the sensors would not adhere properly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.